Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 25 mmol/l (450 mg/dl) while wearing the pod on the hip/buttocks area between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin. The cannula was found to be bent after removal. The pod has been discarded.